Event description:
On 7/17/97, the facility's risk mgmt rep informed the MFR's (MFR rep that the facility has just merged with another hosp and they were informed of six more incidents involving this product; however, she did not have the info on hand. No further details were provided at this time.